Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause is a mechanical defect with the first replaced stirrer motor which led to a too high power consumption and caused damages to the circuit boards which consequently failed. Based on visual inspection results, the mechanical defect of the stirrer motor is traceable to environmental conditions in which the pumps operate. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to bearing damage not allowing the pump the rotate freely.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the stirrer motor and the distribution board and when turned on the device multiple start tests errors appeared and also the error initially reported persisted. The newly installed stirrer motor became hot and was making a grinding noise. The technician then decided to replace the stirrer motor, the distribution board and the power supply in a second visit. The start tests errors disappeared and the initially reported error code was still there. The technician replaced also the processor board and the ribbon cable connecting the distribution and the processor board. Finally the problem disappeared and the device was returned back into service. The first replaced stirrer motor has been visually inspected and oxidation / corrosion on the circulator motor bearing could be identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a stirrer motor malfunction during procedure. There was no report of patient injury.